Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim "thank you for discussing this issue with me this morning. I've attached photos of two separate primary IV tubing's. The first photo, taken today, shows the tubing with reference number (B)(4), though the number appears blurry in the image. Please let me know if you need any additional information. Thank you again!

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The set was separated just above the pumping segment. No defects or abnormalities were observed. The customer complaint was verified. From the manufacturer's investigation, the potential root cause is the solvent dispenser malfunctioning. A change request was opened to specify the pin used to dispense the solvent. A device history record review was performed on the possible lot numbers. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.